Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test , occlusion test, no motor error alarm during testing noted. The motor was tested outside the unite and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 265 mg/dl. The device will not be returned for analysis.